Event description:
It was reported that the patient presented in the emergency room experiencing an arrhythmia and discomfort. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited extra cardiac stimulation and loss of capture. X-ray imaging was performed and revealed a dislodgement of the rv lead. The lead was explanted and replaced. The patient was in stable condition.